Manufacturer narrative:
The referenced device was returned to the service center. The service evaluation was unable to confirm the customer¿s reported issue as the image displayed appropriately. However, the unit failed the leak test due to a puncture/hole on the cable unit. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the biomedical engineer at the user facility via repair request that the customer high definition autoclavable camera head was found to have ¿no picture¿ during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section d9 was corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was possible that the image failure occurred because water entered the device through a hole, which may have caused temporary cable deterioration. However, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.